Event description:
The pt's device was implanted on (B)(6) 2012. Immediately following surgery an x-ray and CT scan were taken showing that the device looked straight not coiled in the cochlea with only a partial insertion. The surgeon then reopened the incision site and repositioned the pt's electrode array achieving a full insertion.